Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. The usm was then installed onto a patient side cart fixture test platform where the unit failed fiber test connected to the axes controller, carriage (acc). Once testing was completed, the fiber and acc was inspected, and faults could be identified. The probable root cause is attributed to a faulty rolling loop fiber in the usm. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an error occurred on one arm and the system was power cycled multiple times, but the error returned. The support engineer then advised disabling the affected arm, which was performed, and the system continued setup as a three-arm configuration. The caller later asked whether the deploy option for draping was unavailable due to the arm being disabled, and the support engineer confirmed that disabling an arm prevented deploy functions for docking, draping, and targeting, and also prevented table motion. The customer proceeded using a three-arm configuration. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the broken (non-communicative) arm was identified prior to a patient coming into the operating room (or). The customer had no patient demographic information. No ports were placed prior to patient coming into or suite.